Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During deployment, the clip opened to approximately 40 degrees. An additional clip was implanted to stabilize the first clip, reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported mechanical issue of clip opening while locked appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.